Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that his device started beeping. He went into the emergency room and was told that his lead was defective and he thought they said there was a problem with the insulation or that something broke. He went to the hospital where he reported that they added a new lead but left the existing lead in place. There were no patient complications reported as a result of this event. It was later reported that a warranty claim form was submitted and that the form indicated that the lead was fractured. The pace/sense portion of the lead was abandoned, and the high voltage (hv) portion of the lead was still in use.

Event description:
It was reported by the patient that his device started beeping. He went into the emergency room and was told that his lead was defective and he thought they said there was a problem with the insulation or that something broke. He went to the hospital where he reported that they added a new lead but left the existing lead in place. There were no patient complications reported as a result of this event.